Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda appears to be related to procedural conditions there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A ntw (lot: 31108r1014) was implanted successfully, reducing mr to grade 3. The following day, a transthoracic echocardiogram (tee) was performed. The clip was observed to be detached from the posterior leaflet. Mr remained grade 3. No intervention was performed.